Event description:
Additional information was received that there were no findings to confirm the external outflow graft obstruction (eogo). No computed tomography (CT) images or results were available. The doctors were considering the possibility of weaning the pump.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2023 through (B)(6) 2023. The log files observed low flow events associated with elevated pi values. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , until (B)(6) 2024 when the pump was ultimately weaned due to recovery and explanted. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook, rev. C, are currently available. Section 1 of the IFU, "introduction," addresses all pump parameters, including pulsatility index (pi), and pump flow. This section states that ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle)." Section 4, ¿system monitor,¿ describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on all system alarm conditions as well as the appropriate actions associated with each condition. Following software upgrades, the hm3 lvas pocket guides to alarms for patients, rev. A, and clinicians, rev. A, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
E1 - reporter zip code (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's pulsatility index (pi) was gradually increasing from 7.1 to 12.2 and pump flow was decreasing from 3.2 to 2.2. Additionally, the patient's cardiac function appeared to be improving gradually. However, since it has changed rapidly compared to the previous month, external outflow graft obstruction (eogo) was suspected. The patient was reported to be asymptomatic. The log file captured low flow events on (B)(6) 2023 that occurred when the pi was elevated. The low flows did not appear to be caused by any type of equipment issue. There were no other unusual events recorded in the log file event history. The mechanical circulatory system (mcs) equipment was operating as intended.